Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 385102 and lot number 3304197. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte ext set, luer-lok 6 in micro bore leaked. The following information was provided by the initial reporter translated from chinese to english: "on the second day of retention, the extension tube near the end of the connector leaked, and the defective product could not be returned, requiring a claim, a complaint response letter, and a complaint receipt letter."